Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
During ipg replacement on (B)(6) 2021 (manufacturer report number 1627487-2021-17170), lead migration was observed on octrode lead. The lead was explanted and replaced.